Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d9: additional information h2: additional information, device evaluation h3: additional information h6: adverse event problem - additional information.

Event description:
Product was provided for evaluation but analysis would not be able to confirm the complaint nor determine a potential root cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.